Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) for insulin delivery, and tandem technical support arranged for a replacement pump to be sent. Instructions were provided to put the faulty pump into storage mode and return it using a pre-paid label.